Manufacturer narrative:
Concomitant medical products: product ID: b3300542, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead, product ID: b3400060, seal# (B)(4), implanted: (B)(6) 2022, product type: extension. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(4), ubd: 23-may-2024, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(4), ubd: 25-may-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when connecting the lead and extension, the insertion did not go well up to the insertion marker. They tried in serting and removing it several times, but it couldn't be inserted from about 1mm of the insertion marker. Since there was a possibility that the lead may be disconnected they measured impedances and abnormal impedances (open circuit) were confirmed in electrode 11. Re-attachment was performed again but didn't resolve the issue. The physician concluded there was a high possibility the condition would worsen if the lead was tried to connect further so it was connected with the extension up to midway and the incision was closed. After the next week they will consult the neurologist and considered re-implanting the lead if there was a defect.

Event description:
Additional information was received stating that the cause of the connection difficulties and impedance issues was not determined. On (B)(6) 2022, reconnection re-operation of the lead and extension was performed. The issue has been solved by a successful connection.

Manufacturer narrative:
G6: type of report is now serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there were no visual abnormalities with the lead. The surgery was also a secondary surgery that was completed once with one day in between periods. It was unknown when the lead connector became curved. The lead cap was said to be used and the surgery was performed on one side. A new ins was implanted during the surgery and there were no difficulties tunneling the connection portion. No difficulties disconnecting the extension connector from the carrier port of the tunneling tool nor was there a bend when the extension connector was pulled out of the tunneling tool carrier. The lead connector was wiped off and cleaned prior to connection to the extension connector with gauze. The extension connector was cleaned before connecting it to the lead, but testing of the lead with the lead cable was not done prior to connection to the extension. There was no bend in the extension. The lead was said to be held with the surgeon's dominant hand and said to be able to be inserted about 1mm in front of the marker. The position of the set screw for the extension connector was adjusted during the lead insertion as well, but it wasn't known if it was possible to rotate the lead inside the extension connector when the lead was inserted. The extension connector kinked when the last lead was inserted. After the defect occurred the lead was removed from the extension and reinserted, but the reinsertion wasn't effective. After the defect occurred the physician still performed sensight surgeries and there were no related defects after the procedure.

Manufacturer narrative:
Continuation of d10: product ID b3300542, serial# (B)(6), implanted: (B)(6) 2022, explanted: product type lead product ID b3400060, serial# (B)(6), implanted: (B)(6) 2022, explanted: product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.